Event description:
It was reported that customer's insulin pump is alarming and insulin is squirting out during the manual prime process. Customer's blood glucose was 147 mg/dl. The device's piston continues to move forward after it makes contact with the reservoir. There are no numbers on the screen. Customer cannot exit the priming stage. The device was not dropped or exposed to moisture. Customer tried different infusion sets but the issue persists. The drive support cap appeared normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir window.